Event description:
It was reported that the 9800 system would not make x-rays. Request made for replacement snubber board. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the snubber pcb. The system was tested and found to be working as intended and placed back into service.